Event description:
Original analysis of the complaint determined that it applied to remedial action exemption e2005015. During the evaluation of the unit it was concluded that the failure was isolated to the main pcb. This is not associated withexemption e2005015. There was no patient harm reported.